Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that calibration was not performed during rapid rate change. The animas vibe user's guide states: do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise or fall in glucose levels may affect the accuracy of sensor glucose readings. At the time of contact, no injury or medical intervention was reported.